Event description:
Customer reports via phone that they have had 4 - 5 syringe luer nuts and pressure tubing blow off the syringe tip during injections. Injection protocols are 8ml/sec for volume of 30ml. They use argon injector tubing with 5 fr and 6 fr pigtail catheters.

Manufacturer narrative:
Root cause identified: root cause has not been identified. Conclusions: the luer lock nut, once it is assembled should not detach from the barrel; syringe was designed to keep the luer nut in position during the functional test. Corrective actions: CAPA was initiated to address the reported complaint.